Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were stretched and pulled in a distal direction over the distal balloon cone and tip. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-feb 2022. It was reported that crossing difficulties occurred. The 80% tightly stenosed target lesion was located in the mildly tortuous and mildly calcified mid to distal left circumflex artery. Morphology of the plaque was fibro calcific. The physician cannulated the artery with a non-boston scientific (bsc) guide catheter and a 0.014 non-bsc guidewire was advanced distal to the lesion site. Pre-dilatation was performed with a semi compliant balloon catheter at nominal pressure. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The lesion was pre-dilated again at a higher pressure and the procedure completed with another of the same device. There were no patient complications and the patient status was stable. However, returned device analysis revealed stent damage.